Event description:
On (B)(6) 2015 the lay user/patient contacted lifescan alleging that their onetouch ultra2 meter kit was missing test strips. The following complaint was classified based on information obtained from the customer care advocate (cca) documentation. The patient alleged that the alleged issue was discovered on (B)(6). The patient manages their diabetes with insulin. The patient reported increasing their usual dose of medication in response to the alleged issue, specifically 18 units of humalog. The patient reported developing symptoms of "dizziness, cold and shaking" sometime between (B)(6). It is unknown if the patient received any self-treatment for these symptoms. The patient reported visiting their doctor on (B)(6) 2015. The patient reported obtaining a blood glucose reading of "201mg/dl" on the doctor/clinic's meter. The patient did not report any medical treatment. At the time of troubleshooting the cca determined that the onetouch ultra2 meter kit contained the correct products. The patient was educated on the contents of the kit. Replacement test strips were still sent to the patient. This complaint is being reported because the patient developed serious symptoms associated with hypoglycemia after the alleged issue was discovered.